Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic unknown procedure, a brown foreign matter was found in the package when the package was opened. The size of the foreign matter was 5mm, and the foreign matter was lost. It was also reported that there were small scratches on the sleeve. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93z5j. Device analysis: the analysis results found that a 2h12lp device was returned outside its original package. Only the tyvek was returned for analysis. The device and tyvek were visually inspected; no anomalies were found on the device and no foreign matter was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.